Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were thoroughly inspected. The secgs recorded by the device contained non-physiological artifacts and showed an intermittent loss of signal since april 13, 2023. However, the root cause was not determinable based on the available information. It cannot be excluded that external influences, such as mechanical forces or magnetic fields, contributed to the clinical observation. Should additional relevant information or the device itself become available, this investigation will be updated.

Event description:
Device was explanted due to loss of signal. No adverse patient events were reported. Should additional information be received, this file will be updated.